Manufacturer narrative:
For infection DHR/non-return: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of the infection could not be established.

Event description:
It was reported that the patient's pacemaker system was explanted due to an infection. There were no patient consequences.